Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of mitral regurgitation (mr), heart failure, and death, as listed in the instructions for use, are known possible complications associated with mitraclip procedures. In this case, there was no reported device malfunction associated with clip delivery system device. Based on the available information, a cause for the reported mr and unrelated death could not be determined. The reported heart failure was a cascading event of mr. The reported hospitalization, medication and unexpected medical intervention was a result of case specific circumstances. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design, or labeling.na.

Event description:
This report is being filed due to recurrent mitral regurgitation with worsening heart failure. (B)(6). It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) grade 4+, with pure annular dilation, a significant cleft/scallop, mitral leaflet prolapses in the a1, a2, p1, and p2 leaflets. One mitraclip was implanted, without a device issue, reducing the mr to grade 2+ and 3+. On (B)(6) 2021, the patient had been hospitalized for heart failure, treated with medications. On (B)(6) 2021, the patient was transferred to the study hospital when severe mr was noted, causing the worsening heart failure. Another valve procedure was considered. Reportedly, the clip remained stable and well seated, without any device related tissue injury observed. On (B)(6) 2021, moderate to severe mr was observed. On (B)(6) 2021, another mitraclip procedure was performed as treatment. There were no issues reported. On (B)(6) 2021, the patient had an intracranial hemorrhage and expired. Per physician, the intracranial hemorrhage, and subsequent patient death, were unrelated to the mitraclip device and unrelated to the mitraclip procedures. A device malfunction was not reported. Reportedly, the index procedure clip remained stable and well seated, without any device related tissue injury observed. No additional information was provided regarding this issue.

Manufacturer narrative:
Patient demographics were obtained from 06-sep-2021 baseline data. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.